Event description:
Device 3 of 3. Reference MFR report #1627487-2013-19260, reference MFR report #1627487-2013-19261. Note: the pt has 4 leads from 2 lot numbers. All possible lots are being reported. It was reported the pt experiences pain at the lead implant sites. The pt believes the leads have 'bunched up' but the pt's physician insists there is nothing wrong with the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.